Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a surgical pericardial aortic valve underwent a valve-in-valve procedure due to dysfunction of the device after an implant duration of approximately three (3) years and ten (10) months. A tavr procedure was performed with a non-edwards transcatheter valve with no patient adverse event reported. The patient status was reported as recovered. The device was not returned for evaluation as it remained implanted. The aortic valve was originally implanted for aortic valve replacement. Valve-in-valve procedure was selected as the patient had undergone open heart surgery twice. It is unknown if a device malfunction was alleged.